Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to hyperglycemia on (B)(6) 2020 with blood glucose of 15.8 mmol/l. They were treated by line change and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering. The customer also reported other events such as nausea and palpitations. The device will not be returned for analysis.